Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "the system would not recognize the footswitch" (device operates differently than expected). The nurse reported the system would not recognize the footswitch. The footswitch was switched out and the case was completed as planned. The case was delayed 5-10 minutes. No pt injury was reported.

Manufacturer narrative:
The customer ordered a cable to repair the system on site. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore, unknown at this time. (B) (4). (B) (4).